Manufacturer narrative:
(B)(4).

Event description:
Customer reports that the staples did not form on the distal end of the reload (approximately 20mm). Surgeon used a ta55 to close the defect. Additional tissue had to be transected. Gender, age and weight are not available. No patient injury. No medical intervention required. No unanticipated tissue loss. No bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. Patient current status reported as recovered. The device will be returned for evaluation.

Manufacturer narrative:
(B)(4).